Event description:
It was reported that the external pulse generator had a broken case. The generator was returned for service, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower case halves were broken, also they were contaminated and corroded. It was also noted that the battery release was contaminated, both bail covers were broken, the lead flex cover was contaminated, the printed circuit board (pcb) flex was creased, the battery contacts were compressed and rusted, one bail was missing, the battery drawer was contaminated, the keyboard window was scratched, and the battery drawer o-ring was missing. (B)(4).